Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ml2647, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify what is meant by ¿affected to patient¿s health¿. Doctor takes time to replace a new suture. Were there any adverse patient consequences? If yes, please describe. No information. Was the patient¿s post-operative care changed as a result of the event and prolonged surgery? No information. It was reported that 2 of the packets had ¿blood contamination¿. -were any of the devices where ¿suture threads were pulled out¿ and ¿thread is like rotting, abnormal than usual¿ used on patient¿s tissue? If yes, how many of the devices with these issues were used on the patient¿s tissue? The blood contamination due to blood stained gloves of the doctor when opening the new suture packet.". Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No - it was not. The patient is scheduled to re-examination. Up to now there is not any complications reported so far. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Not any information. Note: event reported in 2210968-2020-06676, 2210968-2020-06677, 2210968-2020-06678. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off the needle while stitching. It took the doctor more time to replace another needle. The surgery was prolonged. Another like device was used to complete the procedure with no adverse patient consequences. It was stated the thread was like rotting, abnormal than usual. The patient was reported as stable. No additional information was provided.